Manufacturer narrative:
1038671-2022-01649. D10: concomitant devices: (B)(6), 02-012-60-1440 - logic stem ext 14mm x 40mm; (B)(6), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t ; (B)(6), 02-029-99-1001 - fluted headless pin 3.0" square head, pk2; (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant; (B)(6), 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 1.5 years post op the initial right tka, this 90 y/o male patient was revised due to a loose femur. Patient complained of pain. Patient was last known to be in stable condition following the event. No additional patient information reported. Devices not returning, hospital will not release.